Event description:
Vacuum insulator failure. Probe passed test but started frosting up the shaft during first freeze. Probe was stopped when this was observed and was removed from pt prior to second freeze. The dr removed the probe (there were four other probes in for the ablation).

Manufacturer narrative:
Issue was confirmed: frosting on shaft. Probe sent for further eval. No pt injury was reported.